Manufacturer narrative:
Sv unknown, pump received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the customer dropped insulin pump and they are not able see the screen. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.